Manufacturer narrative:
Investigation summary: thirty-three samples were provided to our quality team for investigation. Through visual inspection, it was observed that a transparent and flexible string adhered to the needle. It is most likely the needle got an excess of lubricant induced this string. This defect could occur if there was a process variation during the lubrication application process inducing the symptom reported. Verification of the needle lubricant process was performed. The settings were correct and the flow of lubricant was good. The needle lubricant is a medical grade. Furthermore, a device history record review was completed for provided lot number 0114385. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the sample analysis the symptom reported is confirmed.

Event description:
It was reported that the bd safetyglide¿ needle only, 25 g x 1 in. Experienced fuzz on it. The following information was provided by the initial reporter: customer reported that one needle with this lot has fuzz on it so far. Only able to tell once the product is out of the wrapper and out of the safety cap.